Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2017 at 10:45 a.m., the patient tested a sample on the meter and the result was 2.9 inr. A venous sample was collected from the patient within 2 hours and tested with the dade innovin laboratory method, resulting as 2.2 inr. On (B)(6) 2017 at 10 a.m., the patient tested a sample on the meter and the result was 3.0 inr. A venous sample was collected from the patient within 2 hours and tested with the dade innovin laboratory method, resulting as 2.3 inr. On (B)(6) 2017, the patient tested a sample on the meter and the result was 2.2 inr. A venous sample was collected from the patient within 1 hour and tested with the dade innovin laboratory method, resulting as 1.9 inr. On (B)(6) 2017 at 10 a.m., the patient tested a sample on the meter and the result was 2.1 inr. The patient tested a second sample on the doctor's roche meter and the result was 1.9 inr. A venous sample was collected from the patient and tested with the dade innovin laboratory method, resulting as 1.6 inr. All samples were obtained within one hour of each other. No adverse events were alleged to have occurred with the patient. The doctor changed the patient's warfarin dose from 5 mg to 5.5 mg and then to 6 mg based on the laboratory method results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. In reference to the meter measurements performed on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017, the patient stated that she had been excessively "milking" her finger. The patient is not anemic and does not have antiphospholipid antibodies. The patient is not on heparin therapy and does not take direct thrombin inhibitors. The patient's product was requested for investigation and replacement product was offered to be sent to the patient. The patient decided that she did not want a replacement of the meter. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient returned the meter and test strips for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 3.8 inr. Donor 1 hct: 36%. Donor 2 hct: 49%. Testing results: donor #1: master lot: 3.0 inr. Customer strip and meter: 3.0 inr. Donor #2: master lot: 3.8 inr. Customer strip and meter: 3.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.